Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from october 9, 2019 - october 10, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was no flow of medication through a small volume folfusor. The patient was connected for therapy when it was discovered that the device was not infusing any medication. The device was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.